Event description:
It was reported that, during an internal fixation surgery, the surgeon placed the trigen tan fan nail and proceeds to put a proximal screw in the direction of the lesser trochanter, then he wants to place a cephalic screw, for which he was informed he needed to remove the proximal screw previously placed. The surgeon proceeds anyway, and while drilling, the 4.0 drill collides with the screw and the drill breaks. Then, the sterile 6.4mm drill was used to try to remove the piece and it also broke. At this point the surgeon decided to remove the nail and use a intertan nail. The surgery was completed after a significant delay. The broken drill bits could not be removed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that based on the information provided, the cause of the reported adverse event was human error/variance in surgical technique. The non-implantable 4.0 drill and the 6.4mm drill are comprised of stainless-steel type. These drills are manufactured and intended to be externally communicating devices and are not suitable for long-term internal tissue exposure and long-term implantation data is not available. According to the operative report, the broken drill bits were retained in the patient¿s bone. Therefore, the potential for micro-motion, and/or migration is unlikely. However, we cannot make any conclusions on the impact of the retained non-implantable foreign body to the patient. The sales rep stated that the patient is doing very well, so far, the patient will not have surgery to remove the retained drill bits. Therefore, the impact to the patient was the retained drill bits. Further impact cannot be determined; however, follow-up monitoring would be anticipated. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for fracture fixation devices, compression hip screws, cannulated/bone screws, bone plates, pins, wires revealed in warnings and precautions that the surgeon should be familiar with the technique. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.